Event description:
Caller states the pt tested hi on the advantage system and 248 mg/dl on a lab drawn within 10 mins. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.